Event description:
It was reported while ablating with the cool path ablation catheter a steam pop occurred and char was noted on the distal electrode. The physician noted while unpacking the cool path irrigated ablation catheter that the catheter "looked different". The patient had persistent atrial fibrillation requiring complex fractionated electrogram (cfe) ablation. While ablating in the coronary sinus ostium with the cool path catheter and using ablation settings of 48 degrees celsius, 30-35 watts, with a flow rate of 30ml/min, a steam pop occurred. The catheter was removed from the patient and charring was noted on the distal electrode. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: one cool path 7f catheter was received for evaluation. Visual inspection revealed char on the distal tip. Functional testing of the device confirmed the catheter passed continuity, resistance and EKG testing. Steering force to creat a curve was within specification criteria. The catheter also successfully passed the pressure drop, flow and ablation simulation test. The thermo-system was verified with no issue. Microscopic inspection of the distal tip revealed no anomalies. The catheter met all inspection criteria. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.